Event description:
It was reported that patient states that his pump is difficult to depress; he is not able to get the fluid to stay in the cylinders. Patient liaison reviewed trouble shooting maneuvers with him to include reboot/ anti-stiction and burp; he will attempt these and will contact if he has further questions. Patient liaison also gave him exercises to help maximize the inflation of his device.